Manufacturer narrative:
A copy of the recording from this case was received for analysis. The analysis of the case recording is pending. There was no injury to the patient reported. In an abundance of caution, this event is being reported due to the additional potential risk associated with multiple exposures to general anesthesia. (B)(4). No return.

Manufacturer narrative:
A copy of the recording from this case was received for analysis. There was a large CT-to-body divergence, especially a significant rotation of the left upper lobe (lul) and the lingula relative to the rest of the lungs. The registration algorithms which assume rigid body registration could not handle such a large CT-to-body divergence. This may have been due to a difference in patient body position between the CT scan and procedure, such as breath hold state or arms being raised during the scan and at their side during the procedure. The system performed as designed. The physician completed this case using other methods. Note: a large difference between the CT scan and the actual patient anatomy during the procedure is called CT-to-body divergence.

Event description:
The site reported that after acquiring a successful registration, the physician navigated to the left lower lobe where the lesion was located. When the physician confirmed his location, it was actually out in the lingula. The physician believed the system was inaccurate. Therefore, the superdimension portion of the case was cancelled with the patient under general anesthesia. The case was completed with other methods according to the site and there was no harm or injury to the patient reported.